Event description:
It was reported via clinic notes that a physician got a "faulty signal" when interrogating the patient's device. The notes also stated that the generator was approaching end of service life. The physician adjusted the patient's settings from 2.25ma to 2.5ma, but the physician stated that the change in settings may not be effective. The patient was then referred for generator replacement surgery. The patient had generator replacement surgery, but the device has not been received to date. No further relevant information has been received to date.

Event description:
The explanted generator was discarded by the hospital. No further relevant information has been received to date.